Manufacturer narrative:
Vyaire complaint #: (B)(4). Device evaluation: g3, g6, h2, h3, h6, h10. Results of investigation: a vyaire field service representative (fsr) evaluated the device onsite and verified the reported problem. As a resolution, the main board was replaced. The device passed all testing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator experienced transducer fault and won't pass leak test. The customer confirmed that there was no patient involvement associated with the reported event.